Manufacturer narrative:
Initial reporter zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Auth said the machine is not suctioning. The bags are filling up with urine and gave the patient e-coli. She is very upset and says we need to replace the wicks. She went through 90 pouches in 45 days. It is unclear if the lot number was requested. No medical intervention reported. No additional information provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the machine is not suctioning. The bags are filling up with urine and gave the patient e coli. She is very upset and says we need to replace the wicks. She went through 90 pouches in 45 days. It is unclear if the lot number was requested. No medical intervention reported. No additional information provided.